Event description:
During a coronary artery drug eluting stenting treatment procedure there was balloon removal difficulty. The target lesion was a narrow, calcified and tortuous portion of the left anterior descending artery (lad). The physician predilated the lesion using a 2.0 voyager balloon. Over a 6 french runway guidewire the physician advanced a taxus express2 of unknown size to the lad and deployed the stent at 14 to 16 atmospheres. The balloon completely deflated but was unable to be removed from the stent. At that point, the physician inserted an extrasupport guidewire to assist in removing the balloon. The physician paused for an unknown amount of time and was able to remove the balloon after about 40 seconds, completing the procedure. There were no reported patient complications and the patient condition was ok.